Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(6).

Event description:
The hospital reported a malfunction causing a greater than 20% over delivery of tidal volume during pre-use checkout. There was no report of patient involvement.